Event description:
The customer reported three cases of endophthalmitis, which occurred all on the same day. It was the doctor's opinion that the system was not involved with the reported issues. Fifteen cases were performed that day by the same doctor. The endophthalmitis was noted 4 days after cataract surgery, with hypopyon noted. Vitreous and aqueous culture results were negative. An intravitreous injection of vancomycin was performed as postoperative treatment. The patent's prognosis was noted as "good" by the doctor. This report is for one patient; for additional patients see mfg report #s: 2028159-2008-00075, 2028159-2008-00076.

Manufacturer narrative:
A service request was completed the day prior to the date of occurrence, however, this service activity was not related to the patient event reported. No samples were returned for evaluation, and further information related to the reported event was not received. The root cause of the reported event cannot be determined in this investigation. A review of the complaint and manufacturing history data files for the system indicates that there are 2 other complaints against this system regarding endophthalmitis. A trend review of the complaint indicates that there has been no adverse trending observed in the last 36 months.